Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a piece of a ticl implantable collamer lens tore during loading due to extreme resistance within the cartridge. A backup lens was then chosen; no patient involvement.